Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure in the esophagus performed on (B)(6) 2013. According to the complainant, after releasing two of the bands, the suture broke at the ligator head. There was no damage noted to the device, or device packaging, prior to use. There was no difficulty turning the handle. Another speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.